Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was cracked; root cause was not known. Additionally, it was reported that an inaccurate fill estimate was received. Customer's blood glucose level was 383 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy as the pump remained functional.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen cracked was verified. No failure related to the reported inaccurate fill estimate was identified.